Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump does not alarm after pumping. Issue was discovered during preventative maintenance testing. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the enteral feeding pump does not alarm after pumping¿. The unit was triaged and the reported issue could not be confirmed at this time. The device was set to run at 400ml/hr and had a vtbd of 10ml. The device stopped feeding and properly alarmed both visually and audibly for ¿feeding complete¿ once the vtbd had been delivered. This was repeated for a total of 10 trials with the device functioning properly each trial. A feed error was simulated by running the device on an empty feed bag, the device properly alarmed for a feed error. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.